Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent a procedure to treat an infected nonunion with massive bone loss. During the procedure, initially implanted rafn nail a13 x 300mm and screws were removed and exchanged for 12mm x 200 distal femoral nail. A plate was also applied to reinforce the construct. No delay in surgery was reported. No adverse event to patient. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).